Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the device shuts itself off. It was also noted that the liquid crystal display was out of electrical specification. The keyboard was scratched.

Event description:
The external pulse generator was returned to the manufacturer for correction due to a field action. It was analyzed, and tested out of specification.